Event description:
It was reported that during a cross ligament reconstruction surgery, when twisting in the screw, the screw broke, making the screw thread pressed to flat. No patient injury reported.

Manufacturer narrative:
One 72201772 7x25mm biosure ha screw returned. The procedure was a cross ligament reconstruction surgery. The complaint stated: ¿when twisting in the screw, the screw broke, making the screw thread pressed to flat¿. The product is five years old. This implant was received in used and quite damaged condition. Dimensional inspection verifies that this is a 7mm product. There is approximately 2mm of distal length missing from the implant. It was not returned. The head is damaged and as the complaint said the threads are flattened. They are also rolled. They are quite damaged from contact with the guide wire. This indicates that continued twisting occurred after the implant bound up. It is not known whether a starter was used. No root cause associated with the manufacture of this device could be supported.